Event description:
Additional information received. On (B)(6) 2021, patient was admitted to the emergency department and was transferred to medical floor on (B)(6) 2021. Report indicated that the patient was presented with abdominal pain and constipation. Upon arrival to the floor patient was identified as a close contact for covid-19 and was being treated as positive. On (B)(6) 2021, patient had abdominal ultrasound and CT scan. The patient was found to have a fistula, tubing needs to be removed, and not safe to re-insert the device due to fistula. On (B)(6) 2021, patient had gastroscope which also showed fistula in bowel. The peg-j tube remained in place and duopa therapy was stopped. Patient was placed on nothing by mouth status. The patient was treated with intravenous fluids and commenced intravenous antibiotics on (B)(6) 2021. The patient was moved to ICU. Additional information indicated that the patient passed away on (B)(6) 2021.

Manufacturer narrative:
Reference record (B)(4). Fistula is a known complication of use of device.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient developed stoma site infection. On (B)(6) 2021, the patient was prescribed unknown antibiotics. Additional information indicated that on (B)(6) 2021, patient presented to emergency department. Patient was admitted overnight and was treated with intravenous antibiotics and pain medication for abdominal pain. The patient had an xray/ scan and was told the peg-j tube needs to be changed. Patient was prescribed antibiotic augmentin upon discharge. Abdominal pain persisted.